Event description:
On 18/jan/2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) diagnosed with peritonitis. Attempts to obtain additional information (e.g., hospital records, medication list, patient demographics) were unsuccessful.